Manufacturer narrative:
This patient initially presented to cardiac cath with chest pain. Pci was performed in an a 90% de novo lesion in the circumflex of approx 41mm in length in a 2.5mm vessel diameter. Unk if the lesion was calcified. A 2.5x23mm and a cypher 2.5x13mm stent were deployed. Intra-procedure meds included integrillin and heparin. Plavix was prescribed indefinitely. One year later, the patient returned with chest pain. She had stopped taking her plavix. There was 99% stenosis, but no thrombus present. Ivus was done. The lesion was pre-dilated and a 3.0x8mm cypher was deployed at 12 atmospheres (atm) and a 3.0x18mm cypher at 15 atm. Post-dilation was done at 15 atm. Plavix was given prescribed indefinitely. Approximately 6 1/2 months later, the patient returned to the hospital with chest pain and shortness of breath. She stopped taking plavix on two months after the previous procedure. Nintynine % occlusion was found. There was no thrombus present. Ivus was done. It was treated by ballooning, cutting balloon and 2 taxus stents were deployed inside the cyphers. The patient was doing fine after the procedure and cautioned to remain on plavix. These products are not available for testing and evaluation. A female patient with a history of CABG and diabetes experienced recurrent restenosis post cypher stent implantations. Initially, the patient was admitted with chest pain and underwent an angiogram that revealed a lesion in her circumflex. This patient gender and history put her at increased risk for mace. Intra procedurall medications included heparin and integrilin. The pre or intra procedural administration of asa or plavix and the performance or recording of acts was not reported. The circumflex lesion was described as de novo, 90% occluded, 2.5mm in diameter and 41mm in length. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the placement of two cypher stents; a 2.50 x 23mm and a 2.5 x 13mm; at unk maximum inflation pressures. It is not known if these stents were placed in an overlapping fashion or not. The patient was discharged on medications the included the indefinite use of plavix. The administration of asa was not reported. The patient is reported to have stopped taking her plavix at some point after her index procedure. The reason for this was not reported. Twelve months after the index procedure, the pt experienced chest pain. A repeat angiogram revealed an isr of the previously implanted cypher stents in the circumflex. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. The lesion was pre-dilated prior to the placement of a 3.00 x 8mm cypher stent at a maximum inflation pressure of 12atm. This was followed by the placement of a 3.00 x 18mm cypher stent at a maximum inflation pressure of 15 atm. The stents were then post-dilated and the procedure completed. The pt was discharged and was again prescribed plavix indefinitely. The post procedural administration of asa was not reported. Two months after this latest procedure, the patient stopped taking her plavix. The reason for this was not reported. Nineteen months after the index procedure, the patient experienced chest pain and shortness of breath. A repeat angiogram revealed a 99% occlusion (without thrombus) in the previously implanted cypher stents. This was treated with ptca, cutting balloon and the placement of two non-cordis des. The patient is reported to be doing fine and has been cautioned to continue with her plavix. The products remain implanted in the patient and are, thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are patient, vessel and pharmacological factors that may have contributed to these events. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of four products used in the same procedure that were submitted under the following manufacturing numbers 3003742446-2007-00037, 3003742446-2007-00038, 3003742446-2007-00039, 3003742446-2007-00040.

Event description:
One year after percutaneous coronary intervention (pci) with two cypher stents, in-stent restenosis was found. The patient was treated with two additional cyper stents, but returned approximately 6 1/2 months later with restenosis again.